Event description:
Customer reported melting in the area of the device contacts. Customer stated originally calling to report the laser window and the bottom of the device are broken. No treatment. A request was made for return product and replacement product was sent.